Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported a patient burn with an unknown degree. The customer reported that the equipment was operating within normal conditions.